Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addrl1 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was hospitalized while awaiting explant of the device system due to an infection. Before explant, it was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remained in use until device system explant. No further patient complications have been reported as a result of this event.